Event description:
The caller reported that the customer tried to insert a device, and it broke inside the pt. They were able to get it out and there was no pt harm. The caller reported that the incident occurred during regular tube exchange. The tube broke by the flange. The tube is now out of the pt.

Manufacturer narrative:
The lot # is unk. No analysis or conclusions can be drawn without the device or the lot #. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.